Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6)2013, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:a visual inspection of the pump confirmed the cracked battery compartment. The returned cap was able to fasten on to the pump. No evidence of moisture damage was found in the battery compartment.